Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant procedure, the implantable cardiac monitor was interrogated. Upon interrogation of the device, an error message of an unexpected device condition occurred. The device was not use and another was implanted without any adverse consequences to the patient.

Manufacturer narrative:
The reported field event of an interrogation anomaly and error message was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and analysis of the device image indicated that memory corruption occurred during the manufacturing process. Device functionality was normal after reloading the product code and the memory corruption could not be reproduced.